Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows preoperative films show severe degenerative disc disease with flattening of the lumbar lordosis and degenerative scoliosis apex l2/3. Stenosis is reported. Diam is reported but I cannot verify on this film. Subsequent films show correction of deformity with construct from t12 to s1. Interbody spacers are seen at l4 and l5. Good correction of scoliosis is seen with good improvement in the lumbar lordosis. Subsequent films show compression fracture of t12 with loss of screw purchase.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.